Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to be interrogated. The patient was connected to an electrocardiogram and no magnet response was observed. Additional information obtained via follow-up indicated that the device reached end of life. The device remains in the patient. No patient complications have been reported as a result of this event.